Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the patient had ureteral obstruction and hydronephrosis, so the d-j stent was placed to relieve the hydronephrosis. When the catheter was indwelled for 87 days, it was planned to be removed, but it was found to have calcium deposits on the surface of the bladder segment of the renal pelvis of the d-j stent were obvious, which was related to the urinary tract infections in the patient that were difficult to control. It was mentioned that this affected the treatment and the dj stent surface coating process was poor. Anti-infective therapy was given to patient after stent removal. It was unknown what medical intervention was provided.

Event description:
It was reported that the patient had ureteral obstruction and hydronephrosis, so the d-j stent was placed to relieve the hydronephrosis. When the catheter was indwelled for 87 days, it was planned to be removed, but it was found to have calcium deposits on the surface of the bladder segment of the renal pelvis of the d-j stent were obvious, which was related to the urinary tract infections in the patient that were difficult to control. It was mentioned that this affected the treatment and the dj stent surface coating process was poor. Anti-infective therapy was given to patient after stent removal. It was unknown what medical intervention was provided.

Manufacturer narrative:
The reported event is inconclusive because no sample was returned for evaluation and further investigation was not conclusive. The device was used for treatment purposes. As the device was not returned for evaluation it is unknown if it had met all relevant specifications or resulted in the reported event. Based on the risk management file a potential root cause could be, "material selection". However, sufficient information is not available to find a specific root cause. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "ureteral stents should be checked periodically for signs of encrustation and proper function. Periodic checks of the stent by cystoscopic and/or radiographic procedures are recommended at intervals deemed to be appropriate by the physician in consideration of the individual patient¿s condition and other patient specific factors. When long-term use is indicated, it is recommended that indwelling time not exceed 365 days. The stent is not intended as a permanent indwelling device." H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.